Manufacturer narrative:
The lvot measurement was mapping incorrectly and this was due to measurement conversion within the mapping. The measured conversion was in mm rather than the expected cm. The issue was readily apparent to trained users. The conversion was corrected and now the measurement maps correctly. Merge healthcare is completing the investigation into this customer's allegation. Once more information is available, a supplemental will be submitted.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On 04/26/2018, a merge cardio customer contacted merge healthcare and alleged that left ventricular outflow tract (lvot) measurements were incorrect. Merge healthcare technical support investigated the customer's allegation. Diagnostic measurements taken by their modality were not appearing in merge cardio with the same measurement value. The customer has not indicated that any patient was impacted pr harmed as a result of this issue. Due to an incorrect values displaying in the diagnostic report, there is a potential for incorrect treatment of a patient that could result in harm. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 05/22/2018. The initial report was filed due to incorrect units of measure for the lvot measurement and the conversion issue was resolved by merge support but the customer was unable to be reached to confirm no patient harm at the time of initial submission. As of 06/06/2018 the customer was contacted three times via email, and phone calls with no reply from customer and no indication was given regarding patient safety issues. No further action is required. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue. Revised information contained in this supplemental report includes the following: evaluation codes: method code: 10 testing of actual/suspected device. Results code: 3208 configuration issue. Conclusions code: 21 caused traced to infrastructure. Indication of additional manufacturer information is contained in this follow-up report.